Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported three corneal burns occurred in the patients¿ operative eye. Two out of the three corneal burns resulted in sutures required to close the wound. The surgeon indicated the corneal burns were not severe and patient outcomes were fine. No additional information was provided. This report is 2 of 2 reports.